Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event where a cut was found in the tubing through sideways on (B)(6) 2025. Blood glucose level was 450 mg/dl at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.